Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck in the lesion. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink burr was selected for used. Upon device loading, a restriction was felt in the burr tip and the catheter shaft. During the procedure, the speed was set to 180000 rpm. It was noted that the advancer was leaking gas; the burr stalled, and the burr tip became stuck in the lesion. The maximum speed reached was 160000 rpm. The burr catheter was removed separately from the guidewire, by switching the speed from high to low speed, and moving the burr forward and backward, before exiting. The procedure was completed with another of the same device. No complications were reported, and patient condition was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6) hospital. E1 initial reporter phone:(B)(6). H6 device code: corrected. Device evaluated by manufacturer: a visual inspection found that the coil was kinked and stretched at the handshake connection. At 14cm distal from the strain relief, the sheath was torn. The coil was stretched for a length of 6cm, 25cm distal from the proximal end of the handshake connection, same location as the torn sheath. The tip of the sheath was found to be damaged. Microscope inspection of the device found no damages or irregularities. Photo media shows a portion of the burr catheter; however, due to visibility, the reported events could not be confirmed, and no damage is detected from the photo provided.

Event description:
It was reported that the burr became stuck in the lesion. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink burr was selected for used. Upon device loading, a restriction was felt in the burr tip and the catheter shaft. During the procedure, the speed was set to 180000 rpm. It was noted that the advancer was leaking gas; the burr stalled, and the burr tip became stuck in the lesion. The maximum speed reached was 160000 rpm. The burr catheter was removed separately from the guidewire, by switching the speed from high to low speed, and moving the burr forward and backward, before exiting. The procedure was completed with another of the same device. No complications were reported, and patient condition was stable post procedure.

Event description:
It was reported that the burr became stuck in the lesion. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink burr was selected for used. Upon device loading, a restriction was felt in the burr tip and the catheter shaft. During the procedure, the speed was set to 180000 rpm. It was noted that the advancer was leaking gas; the burr stalled, and the burr tip became stuck in the lesion. The maximum speed reached was 160000 rpm. The burr catheter was removed separately from the guidewire, by switching the speed from high to low speed, and moving the burr forward and backward, before exiting. The procedure was completed with another of the same device. No complications were reported, and patient condition was stable post procedure.

Manufacturer narrative:
E1: (B)(6). Device evaluated by manufacturer: a visual inspection found that the coil was kinked and stretched at the handshake connection. At 14cm distal from the strain relief, the sheath was torn. The coil was stretched for a length of 6cm, 25cm distal from the proximal end of the handshake connection, same location as the torn sheath. The tip of the sheath was found to be damaged. Microscope inspection of the device found no damages or irregularities. Photo media shows a portion of the burr catheter; however, due to visibility, the reported events could not be confirmed, and no damage is detected from the photo provided.